Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, air/water leakages or fluid invasion, scratch of the insertion tube, insufficient light from the light guide lens, damaged connector, damaged image sensor, bending/insertion part coating peeling, damaged forceps channel insertion and scope forceps stopper was found loose. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera cysto-nephro videoscope button did not work. Upon inspection and testing of the customer returned device, the scope forceps stopper was found loose. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.